Event description:
It was reported that when the patient was being off loaded from the bus at school, the nurse noticed that the patient¿s saturation was 70% and hr was 148. The nurse removed the ventilator circuit and noticed that the ventilator was off and was not alarming. The nurse also noticed that the ventilator did not display anything but the charge lights were still on. After manually ventilating the patient, his heart rate lowered to 112 and his saturation was 95%. They turned the ventilator off and on and the ventilator started to function again. The patient was placed on another ventilator.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. When the ventilator was connected to a test sprint pack, the external power and charge status led¿s were green after 20 minutes of charging. When the ventilator was powered on, it ventilated properly from both external power and internal battery. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace did not reveal any abnormal alarm conditions on the reported event date of (B)(6) 2015. All event trace entries are consistent with normal ventilator operation.